Event description:
Tap - it was reported that 173 days after implantation of a 3.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located at the anastomotic site between the saphenous vein graft (svg) and the 3rd obtuse marginal artery (om3). A pre-intervention stenosis of 90% was reported. The lesion was pre-dilated with a 2.5x15mm maverick balloon. A 3.5x24mm taxus stent deployed at 20 atm in the region of the lesion. The stent was post-dilated with a 4.5x15mm maverick balloon. It was reported that "there was no residual stenosis following this intervention." The final outcome was noted to be "successful." The pt had "no complications during these procedures." The pt presented 173 days after the initial procedure with a 70-80% in-stent restenosis within the svg-om3 anastomotic site. The lesion was predilated with a 3.0x15mm quantum maverick balloon. A 3.0x28mm cypher stent was deployed at 18 atm in the region of the lesion. The stent was post-dilated with a 4.0x15mm maverick balloon. It was reported that there was "no residual stenosis following this intervention. The pt had no complications during these procedures."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is unknown the shop floor paperwork could not be examined. Should further relevant info become available; a supplemental medwatch report will be filed.